Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose levels while using the ilet system, including a postprandial low followed by prolonged hyperglycemia up to 364 mg/dl, in the context of frequent adjustments to cgm targets, delivering meals for hyperglycemia, and entering smaller-than-usual meal announcements. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or other acute sequelae. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy or ketone actions. Investigation included review of device data and customer interview with education on algorithm function, cgm targets, meal announcements, and avoiding repeated target changes. Investigation of this case revealed that treating hyperglycemia with meal entries, pre-meal dosing before eating, and an early post-meal low likely reduced subsequent insulin delivery and contributed to later hyperglycemia; device function was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal handling and target adjustments.